Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the set be returned for eval.

Event description:
A report was received that in outpatient chemo therapy, a nurse had an issue disconnecting the secondary tubing from primary tubing connector. This caused the connector to break off into the vial. There was no harm to the pt or medical intervention. No further pt or event info is available.